Event description:
During an angiogram of the left leg, a guide wire was placed in the left anterior tibial distal artery. A guide catheter was placed over the wire. When pulling the wire back, a portion of the coating of the tip sheared off. Attempts were made to retrieve the material without success. Most of the tip is reportedly in the extravascular tissue. However, a small piece is still in the vasculature. Pt placed on anticoagulants for three months.